Event description:
It was reported that the patient was revised due to poly wear.

Manufacturer narrative:
It was noted that the device is not available because the hospital is not willing to release it. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.